Event description:
Customer reported she was hospitalized. Blood glucose value at the time of admission was 545 mg/dl and current value is 417 mg/dl. Customer stated that she received a no delivery alarm. Customer has changed the battery, the infusion set and reservoir. Customer declined to troubleshoot for no delivery. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.